Event description:
It was reported that a patient no longer felt stimulation. The patient went to the physician to determine the cause for lack of stimulation. The impedances were tested and x-rays were performed. There were impedances values of greater than 4,000 ohms. On the x-rays they noticed that the lead had migrated "anterograde." It was also noticed on the x-rays that all the proximal contacts of the lead were out of the connector block. This could have been the reason for the high impedance values. The patient's outcome was reported as alive with no injury or adverse event. It was noted that no actions were taken because the physician had not decided on what to do. It was later reported that no actions had been taken as of (B)(6) 2013. The patient was not injured, but was not receiving therapy as the device did not stimulate. It was stated that the physician was probably going to implant a new lead instead of doing a lead revision, while leaving the original lead in place. If further information is reported, a follow up report will be sent.

Manufacturer narrative:
(B)(4).